Event description:
It was reported that this implantable defibrillation lead exhibited oversensed noise resulting in 18 inappropriate shocks. The lead exhibited an out of range measurement as well, however it was unknown if the measurement was high or low. There was no evidence of pacing inhibition in the stored episodes. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)